Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient had a (B)(6) and an emergency surgery was performed. Attempts were made to obtain additional information but unsuccessful. There were no additional adverse effects reported. All available information indicated that the product remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.